Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the force bipolar instrument broke at the endowrist joint. The instrument would not release the tissue it was grasping. The surgeon was unable to pull the instrument through the cannula. The cannula was removed with the instrument. The tissue was locked in the jaw. The instrument was replaced with a backup instrument of the same type. The procedure was completed robotically with a less than 15 minute surgical delay. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a segment of the conductor wire dislodged at the distal clevis appearing loose causing the grip tips not to open and close correctly and not release the tissue correctly. A loop of the wire protrudes above the outer surface of the distal clevis. The wire insulation was not damaged, and the instrument passed the electrical continuity test. The conductor wire was not exposed. Components adjacent to the dislodged wire did not show damage. Additional observation related to the customer complaint: the instrument was found to have one bent grip causing them to be misaligned. There was a 0.65 mm offset at the tips. The grips were not found to be cracked. The instrument was rubbing against the conductor wire, causing the tip to not move smoothly.